Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the bottom. Customer reloaded pump with another cartridge and insulin delivery was resumed. There was no reported impact to blood glucose.

Manufacturer narrative:
The investigation has been performed and the alleged issue could not be verified as the cartridge was not returned. However a different issue was identified.